Event description:
Per review of report mw5153977 on the maude database: a patient presented to the emergency department with acute onset of burning pain to the anterior chest wall, reportedly caused by a wireless holter monitor secured with a large tegaderm dressing. The incident occurred while the patient was seated in a vehicle at a stoplight. The patient noted the device had become hot to the touch, with the pain spreading, and was unable to remove the device due to adherence of the dressing. Upon arrival to the emergency department, the triage nurse confirmed the device was still very warm. Attempts to remove the tegaderm were initially unsuccessful as the dressing edges were not visible, appearing to be inverted into the skin. A physician used a curved hemostat to lift an edge and remove the dressing. The patient sustained a thermal injury approximately 5 cm x 8 cm in size (~1.5¿2% body surface area), with a 1.5 cm moon-shaped area of dermal loss at the superior aspect of the device site. The affected area was painful, with noted regions of decreased sensation. The patient was treated and discharged with pain medication, silvadene cream, and a general surgical dressing.

Manufacturer narrative:
No lot number was provided and a sample is not available. This complaint was located on the FDA maude database, and reporter information was not disclosed. Solventum will continue to monitor.